Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a hypoglycemia event while using the ilet bionic pancreas, with a blood glucose of 60 mg/dl, felt disoriented, and self-treated with two glucose tablets and a soda, after which a fingerstick showed 157 mg/dl; the cause of the low blood glucose was unclear. Symptoms included hypoglycemia with cognitive impairment. Outcomes included unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to identify a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.